Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the customer received a prime rewind alarm on the insulin pump. Insulin was reportedly squirting out during the manual prime process and customer was unable to exit the preparing to prime loop. The drive support cap appeared normal. The customer was advised to discontinue use and revert to a back-up plan. There was also a crack on the insulin pump that was reported. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.